Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the 4 way valve leaked. Additional malfunction for this device was the power switch was not alarming.